Event description:
It was reported that the right ventricular lead triggered a lead integrity alert for oversensing, and the physician noted noise during in office test. Trend data indicated that the impedance was had decreased but was still within normal limits. The therapies were programmed off but the lead remains in use and a new right ventricular pace/sense lead was implanted. No further patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The lead integrity alert triggered -the programmer data shows one lead integrity alert (lia) and a patient alert for out of tolerance sub-threshold lead impedance on (B)(6) 2012. The ventricular short interval count (v-sic) of 87.9 counts average per day, in 3.82 days, between (B)(6) 2012. There were seven ventricular non-sustained tachycardia episodes of less than or equal to 210 ms between (B)(6) 2012. On ventricular fibrillation at 190 ms average v-cycle was noted on (B)(6) 2012.